Event description:
The customer reported having issues with the insulin pump. A piece on the battery cap and over the reservoir screw was missing. The customer also mentioned that there were cracks are on the battery compartment near the battery cap and at the reservoir compartment. Initially, the customer stated being admitted as an inpatient for medical treatment due to low blood glucose of 27mg/dl, and the paramedics treated her with glucose thru and insulin drip. The caller stated that she was not coherent and could not understand her spouse. Troubleshooting was performed, and no damage to the drive support cap noted. The caller also stated that the dome label sticker was missing. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had broken battery tube threads, missing end cap sticker, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.